Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing diagnosis for coronary procedure was performed when the issue happened, and procedure was completed by using another system at the time of even. A philips filed service engineer (fse) conducted a site visit and identified the flex vision pc was not available. Upon troubleshooting, fse identifying issues hard drive was not recognized and the issue was caused by the ¿disc bay issue¿. The part (flex viewing pc) returned for analysis and that the failed component hdd bay. To resolve the problems fse replaced the flex viewing pc, and re loaded software. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve the issue philips has initiated a medical device correction z-1151-2024. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flex vision pc was not available the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.